Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a patient who was implanted with a neurostimulator. The caller reported overdischarge and was unable to recover with physician mode recharge (pmr). Patient had multiple shoulder surgery and was unable to recharge. Patient was planned for implantable neurostimulator (ins) replacement but not scheduled. Issue was not resolved at the time of this report. Patient medical history includes left shoulder reconstruction. Product status is implanted-out of service. The product will be replaced in the future by a medtronic product. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.